Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to feeling lightheaded. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there were multiple recent ventricular tachycardia non-sustained (vt-ns) episodes. It was noted that the right ventricular (rv) lead displayed one undersensed beat on two of these saved episodes. It was indicated that lead trends were within the expected range, and sensing / pacing threshold measurements and lead impedances were within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.